Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash. The patient reported a gel leak from the front therapy pad and an irritation was developing under the front therapy pad as well. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor prescribed triamcinolone for the irritation. Follow up indicated the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash. The patient reported a gel leak from the front therapy pad and an irritation was developing under the front therapy pad as well. There are no allegations of any bleeding, oozing, or weeping wounds. The patient's doctor prescribed triamcinolone for the irritation. Follow up indicated the irritation improved.